Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken. Broken part still attached to sensor base. Unable to confirm if customer received the sensor damaged because the sensor was opened/used.

Event description:
The customer reported via phone call that the sensor's needle hub got stuck in the serter. The sensor was pulled out with the serter. The customer had a sensor insertion issue. He declined troubleshooting. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.